Manufacturer narrative:
The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. The system was functioning normally. However, an error message appeared while shutting down the system, and thus the system was forced to terminate as the power could not be turned off. When the system was restarted repeatedly after that, no other operational issues were found except the shutdown failure, and thus no further action was taken.

Event description:
A medtronic representative reported that there were issues with the system shutting. The system was used for a demo and not surgery, therefore there was no patient present.